Manufacturer narrative:
The lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage on the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -10.0/2.5/112 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. Intraoperatively the lens was removed and replaced with a same length lens tha was implanted in vertical position and the problem resolved. Cause of event was unknown.